Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via company representative (rep) on (B)(6) 2016 that a spinal cord stimulation (scs) system had been explanted the previous day. The patient's complaint was that the paresthesia was making the patient nauseated. There was no troubleshooting or interventions performed before the explant because the rep had never met the patient and was not notified of the explant. It was also noted that the surgical lead was left in the patient's body, and the rep did not have any details about how the lead was left or how the patient was doing. The indication for use was spinal pain.

Manufacturer narrative:
Stim ins/functionally okay/insignificant anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.